Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was hospitalized after they were unable to interrogate the pacemaker with a remote communicator. Further review found that the remote communicator had been unplugged in when attempting to interrogate the device and they were also using a non functioning fax port. A field representative successfully interrogated the pacemaker and found it to be functioning normally. The pacemaker remains in service and no adverse patient effects were reported.